Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: during testing, the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 03/30/2016.